Event description:
Patient was revised to address pain and acetabular loosening.litigation papers allege the patient suffered pain, suffering, disability and emotional distress as a result of injuries caused by the asr hip implant. In addition, the patient has been exposed to chromium and cobalt and has been damaged physically and emotionally from said exposure.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.